Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead was unable to be successfully implanted due to helix issues associated with a suspected fracture. This lead was then explanted an replaced prior to pocket closure. No additional adverse patient effects were reported.